Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facticity: customer just converted to introcan safety 3. Nurse placed a 20g in patient. When threading, started to do a push/pull technique, as is custom with their previous device. Bbraun educator showed that she should hold the hub with left hand and remove the stylet straight out with right hand. Bbraun educator immediately noticed a slight blood leak from hub. By the time the extension set was placed there was a small amount of blood coming out of the hub. Extension set was placed without difficulty and the catheter functioned correctly.